Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue in an unidentified cartridge. The reporter stated that loss of prime warnings had been occurring one to two times per week. Customer support advised the reporter to change the cartridge. The reporter confirmed that the cartridge was cycled prior to filling and that the cartridge cap was secure. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.